Manufacturer narrative:
H6 impact codes have been corrected. It was confirmed that this complaint is a duplicate of another complaint under tw# (B)(4), ca reference (B)(4).

Event description:
It was reported a catheter break occurred. An opticross 18 was selected for ultrasound examination of the target lesion. During the procedure, the catheter broke inside the patient's artery. There were no patient complications. It was later confirmed that this complaint is a duplicate of another complaint under tw#(B)(4), ca reference (B)(4).

Manufacturer narrative:
H6 impact codes have been corrected.

Event description:
It was reported a catheter break occurred. An opticross 18 was selected for ultrasound examination of the target lesion. During the procedure, the catheter broke inside the patient's artery. There were no patient complications.

Event description:
It was reported a catheter break occurred. An opticross 18 was selected for ultrasound examination of the target lesion. During the procedure, the catheter broke inside the patient's artery. There were no patient complications.